Event description:
Healthcare professional reported "rupture and exchange from textured to smooth due to concern with the product". This record is for the left -side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture and anxiety-product/procedure was received on march 27, 2025, with lot number 1146611. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth due to concern with the product". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth due to concern with the product". This record is for the left-side. The device has been explanted.